Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
Related manufacturer reference: 2938836-2014-09240. Additional information was received indicating that the riata lead was capped and replaced due to insulation damage.